Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a drug infusion device. The drugs being delivered were 1,776 mcg/ml baclofen (unknown) at 581.3 mcg/day, 20.5 mg/ml morphine (unknown) at 6.71 mg/day, and 5.9 mg/ml bupivacaine at 1.9312 mg/day. The reason for use was not reported. It was reported that there was an unexplained motor stall. The pump was explanted on (B)(6) 2018 and replaced with another of the same manufacturer. The customer was notified that the device should be returned to the manufacturer, the rep was in possession of the device and it will be returned. Environmental/external/patient factors that may have led or contributed to the issue were the multiple drugs in the pump (morphine, baclofen, bupivacaine). Diagnostics/troubleshooting included interrogation of the pump on (B)(6) 2018 prior to the explant. Interrogation showed that a motor stall recovery occurred on (B)(6) 2018 at 10:28, a motor stall occurred on (B)(6) 2018 at 8:16, stopped pump period may exceed tube set occurred on (B)(6) 2018 at 8:16, motor stall recovery occurred on (B)(6) 2018 at 21:11, and a motor stall occurred on (B)(6) 2018 at 14:16. Actions taken to resolve the issue consisted of replacement with a new pump. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was asked and unknown. The healthcare professional (hcp) would have no further information regarding the event. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-may-22. It was reported that a motor stall occurred on 2018 (B)(6). The rep was in the possession of the device and it would be returned to the manufacturer as soon as a return shipping box arrives. The information was confirmed with a physician/account. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-may-30. It was reported that the pump was shipped out for return to the manufacturer on 2018-may-30. The tracking number was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.